Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The valve was implanted to the patient via lp-shunt on (B)(6) with setting 4. However it was found that the valve was rolled upside down and the pressure setting was not able to be changed as intended in the next week. It was leaning immediately after the surgery. The further surgery will be taken on (B)(6) (changing the direction of implanted valve). The patient is (B)(6) year-old female. She has original disease (intracerebral hemorrhage). The physician commented that the space was too much expanded when the valve was implanted. No further information was provided by hospital. The product won¿t be returned to your site.

Manufacturer narrative:
(B)(4). The previously reported lot number is not a valid lot number for this product code. Without a valid lot number, we are unable to review manufacturing records. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.